Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient implanted on (B)(6) 2013 and implant came out one week later.